Manufacturer narrative:
Manufacturer's report date: 04/13/2011. (B)(4). Customer discarded the samples due to contamination. The customer complaint of crack at flow regulator could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reported via e-mail that cracks were observed at flow regulator of signature pump tubing. No other information provided at this time. No patient harm reported or medical intervention required.